Event description:
It was reported the patient had been referred for vns replacement due to high impedance. It was noted the patient felt a "shocking" sensation after her settings were increase, subsequently, the settings were decreased but the "shocking" sensation continued. High impedance was later noted; however, the dcdc value was not provided. Additionally, x-rays were ordered but were noted by the physician to not show an obvious break or lead pin insertion issue. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The patient stated that she is trying to get her battery replaced as it has been dead since (B)(6) 2017. It is likely that the increase in depression is either related to the suspected high impedance event or battery depletion. No additional or relevant information has been received to date. No surgical intervention has occurred to date.